Event description:
On (B)(6) 2010, the plaintiff was implanted with the miniarc system, "with the intention of treating her stress urinary incontinence." Plaintiff's attorney alleges that the plaintiff "suffered serous bodily injuries, including, but not limited to, vaginal pain, painful intercourse, urinary problems, scarring to her pelvic tissue and other injuries." Additionally, it was alleged that the plaintiff, "has experienced significant mental and physical pain and suffering, has required add'l medical treatment, required corrective surgery, and has sustained permanent injury," along with mental and physical pain and suffering.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.